Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a catheter placement, the plastic pigtail connecting to the hub on the venous port was allegedly cracked. It was further reported that the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one glidepath d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for a split in the device, as a partial circumferential split was observed on the blue luer extension leg approximately 2 mm proximal to the y-body. The edges of the partial circumferential split were jagged and sharp. Striations were noted to the surface of the split. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement, the plastic pigtail connecting to the hub on the venous port was allegedly cracked. It was further reported that the catheter was removed and replaced. There was no reported patient injury.